Event description:
The customer inquired why a one unit bolus was not reflected in the pump insulin on board (iob). During troubleshooting with tandem technical support, customer understood that since the one unit bolus was given several hours prior, the iob eventually counts down to 0 units. Customer reported that blood glucose level was elevated but declined to provide the cause and declined troubleshooting.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.